Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-00714. It was reported the patient ((B)(6)) lost stimulation. A diagnostic test revealed invalid impedance measurements on all lead contacts. X-ray imagery showed no visual anomalies; therefore, surgical intervention was undertaken for further interrogation. Both the patient's lead and lead extension were found to be fractured. As such, the devices were explanted and replaced. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Evaluation results: the complaint of "invalid impedance" was confirmed. As received, the quattrode was complete. Microscopic inspection of the returned lead revealed 2 compression marks at (14 and 15 cm) from and one kink/bend with 3 out of 4 wires broken at 17cm from the terminal end on the lead body. Continuity testing on the lead was performed and all channels showed open except channel #4. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.